Event description:
Reportedly, during testing, a "backup battery low" alarm occurred when the ac cable was removed. When the hospital staff removed the power pac battery, the ht70 ventilator shut down with a "shutdown imminent" alarm. There was no pt involvement reported.